Manufacturer narrative:
An event of obstructive aortic valve disease was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A trifecta heart valve was implanted on (B)(6) 2009. Reoperation was recommended as the patient had symptoms of obstructive aortic valve disease and chf. The patient refused surgery and was admitted to hospice. The patient was admitted to the hospital from hospice for medical treatment of shortness of breath. The patient was discharged back to hospice care and will receive IV lasix 12 mg 2 times per day. Per report, the patient had chronic diastolic heart failure secondary to obstructive pathology of her aortic valve disease. (Clinical patient ID: (B)(6)).